Event description:
Monitor (B)(4) was returned to zoll lifecor with a note indicating the monitor casing was damaged.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (end cap came off) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and all three cables running from the computer/analog pca board to the auxiliary board were unplugged. The black cable was also found to be damaged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. Once the cables were reconnected and the black cable was replaced, the monitor was fully functional. No adverse event resulted from the disconnected cables.